Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, high pacing impedance was noted on the right ventricular (rv) channel of the device. The device was replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The device was returned due to high ventricular lead impedance. The complaint was unconfirmed and not able to be reproduced. Bench testing was performed, which includes impedance, sensing, pacing, and hv shock output and the device was normal.